Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Phoned by carle foundation hospital ep lab about an unscheduled pocket revision. Patient was stable before, during, and after revision. Hematoma in pocket. Unclear of infection specimen were sent for testing.